Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed and there was foreign debris was found protruding from the air/water nozzle. In addition, light cover glass chip, optical cover glass chip, distal end cap worn, distal end adhesive worn, and electrical safety test fail were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera colonovideoscope is unable to capture images. The event occurred during maintenance. During a standard service inspection of the customer returned device, foreign debris was found protruding from the air/water nozzle. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the material was found during inspection was the bristle of a cleaning brush. It is likely that the brush was broken when brushing the device, and bristles entered the air and water (a/w) channel and were caught in the nozzle. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual_ preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Reprocessing manual_ cleaning, disinfection, and sterilization procedures inspection of equipment: inspection of the channel cleaning brush (bw-20t, except sif-q260) (bw-9y, for sif-q260 only): confirm that the brush head and the metal tip of the distal end are securely in place. Check the brush head for loose or missing bristles inspection of the channel-opening cleaning brush (mh-507): check the brush head for loose or missing bristles. Brushing the channels: warning: the channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use. Olympus will continue to monitor the field performance of this device.